Manufacturer narrative:
(B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, improper endoprosthesis component placement, and occlusion of native vessel.¿

Event description:
On (B)(6), 2022, the patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After deployment of the trunk-ipsilateral leg, an aortic extender was additionally implanted in the aortic neck approximately 5mm proximal to the main device. The aortic extender was reportedly placed at the planned location on the image; however, an angiography showed that the right accessory renal artery was unintentionally covered and had no blood flow. Considering the patient¿s normal renal function, no further treatment was given. The patient tolerated the procedure.